Event description:
Additional information received indicated surgical intervention occurred on (B)(6) 2022 wherein the keloid scar over the ipg was removed to address the issue. The ipg was not repositioned.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient developed a painful keloid at the ipg incision site. In turn, surgical intervention may occur to address the issue.